Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during totally extraperitoneal inguinal hernia repair, during balloon dissection, the balloon would not inflate. Another product was opened to complete the case. There was no patient injury.